Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6) united states.

Event description:
Reference number (B)(4). Event occurred in puerto rico, united states it was reported that the patient faced an infusion set leakage event on 21-may-2025 at quick release. Infusion set was used for less than a day. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions: h11: investigation summary: the information in this complaint (B)(4)has been evaluated. The batch 5402183 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 5402183 was manufactured according to the wi version 71 packaged m12, on 20/sep/2022, with a total of (B)(4) units. Assembly: the lot 5403298 was assembly according to the wi version 24, assembly, on 19/sep/2022 with a total of (B)(4) units. Gluing of tubing: the lot 5402576 was glued according to the wi version 37 manufactured in the line l-4, l-5, l-8 on 16/sep/2022 with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 06/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 5402183 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.